Event description:
The user facility reported that during a dental procedure, the patient experienced a "strange taste". The treatment was suspended and the patient went home. The patient later visited a hospital and complained of a burning sensation at the back of his throat. The patient was treated by a clinician who determined the burning sensation to be an allergic reaction. The patient is reported to be fine with no further discomfort.

Manufacturer narrative:
During the reported event, the dentist was using an instrument which had been soaked in prolystica 2x concentrate overnight, followed by a hand rinse and autoclave. A steris account manager visited the facility on (B)(4) 2013 to follow-up on the reported event and found the facility was not aware of the proper dilution rates for soaking instruments in the prolystica. The facility has discontinued use of prolystica 2x concentrate as they decided to switch to another brand of detergent.